Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
User reported daily issues with the ilet sleep/wake button and shortened battery life despite prior troubleshooting. A replacement device was arranged. Blood glucose was not affected, and no medical intervention was required.